Event description:
A malfunction was reported when a malfunction alarm with code malf 12 appeared. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer support provided assistance in resetting the pump, which resolved the issue, allowing the customer to continue using the pump, with instructions to call back if the issue recurred.